Manufacturer narrative:
Correction to device problem code and evaluation results code.

Manufacturer narrative:
The manufacturer previously became aware of an allegation of simplygo device. The device was returned to the service center for evaluation. The device had a clogged sieve; compressor did not work in normal parameters. Pca was defective and had burnt components. Tubing kit needed to be replaced, check valve cover kit was broken. The sieve canister was depleted. Inlet filter was replaced due to preventive maintenance. Faulty component was returned to philips investigation lab for further investigation. The device was repaired and passed the overall test which included decontamination, evaluation, repair, functional test, quality inspection and packaging. Additionally, pca (only) forwarded to manufacturer's product investigation laboratory after 3rd party servicing discovered vented pca components. The thermal event was confirmed. Pca compressor driver fets vented and have been overstressed beyond design. Compressor driver fet¿s shorted/open and no longer functional. Indicative of overstressed compressor pressures from system sieve compaction (high pressure condition). In this report, box d, h has been updated/ corrected.

Event description:
The manufacturer became aware of an allegation of simplygo stating that the device has a clogged siev, compressor does not work in normal parameters. Pca is defective and has burnt components. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.